Manufacturer narrative:
The device was received for evaluation. During evaluation, an attempt was made to use a known good front panel assembly to retrieve pre-service information, but the pump would not progress past the baxter screen. A device history review revealed no issues that could have caused or contributed to the reported issue. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was the ui pcba. The ui pcba required to be replaced to address this issue. Testing will be performed to ensure intended functionality of device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned novum iq large volume pump, it was observed that the device would not move past the baxter screen. There was no patient involvement. No additional information is available.